Manufacturer narrative:
Device evaluation by MFR: the synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage. Struts along the proximal end were bunched distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-mar-2021. It was reported that crossing difficulties were encountered. The 90% stenosed, diffused target lesion was located in the moderately tortuous and severely calcified ostial right coronary artery (rca). Following pre-dilatation, a 3.00 x 38 synergy drug eluting stent was advanced for treatment. However, the device was unable to cross in the proximal portion of the rca due to calcification. The procedure was not completed. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed stent damage.